Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The procedure was completed by using another system. The philips field service engineer (fse) checked system and confirmed that c-arm and table would not move. After reviewing log file fse confirmed geo pc malfunction. Upon troubleshooting fse found that geo pc was not working so movements on stand or table were not available. To resolve the issue, fse replaced geo pc and downloaded the software. After repairs were completed, the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm and table would not move. There was no reported patient or user harm. A philips field service engineer (fse) replaced the geometry pc and returned the system to use in good working order.